Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 12 (lifeband not present) error message was confirmed during the archive data review but not during the initial functional testing. Based on the archive review, the probable root cause for the reported user advisory (ua) 12 error was due to the switch lever being non-parallel to the switch likely as a result of normal wear and tear. As a precautionary measure, the reset switch was adjusted to a parallel position. The autopulse platform is a reusable device and was manufactured in march 2009, and it is more than 12 years old, well beyond its expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, a cracked top cover and the front enclosure were observed on the platform. These physical damages are likely due to user mishandling, such as a drop. Also, unrelated to the reported complaint, observed heavily frayed head restraint on the top cover, which is unrelated to the reported complaint. The probable root cause for the head restraint damage could be due to normal wear and tear or could be due to user mishandling. The top cover and the front enclosure were replaced to address these issues. During functional testing, user advisory (ua) 45 (not at "home" position after power-on/restart) error message displayed upon power on the device, unrelated to the reported complaint. To remedy the issue, the driveshaft was rotated back to the home position. The archive data was reviewed and contained multiple user advisory (ua) 12 error messages on the reported event date, thus confirming the reported complaint. The readjustment of the switch lever and verification using a standard belt test clip aid was performed to address the user advisory (ua) 12 error. Also, the archive data show the presence of the user advisory (ua) 45 error messages, unrelated to the reported complaint. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4) .

Event description:
It was reported that the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 12 (lifeband not present) error message. The user tried to troubleshoot, however, the error message could not be cleared. Patient use information was requested but no additional information was provided, therefore patient use is unknown.